Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. During introduction of the taxus liberte' 3.0x16mm drug eluting stent to the mildly calcified and mildly tortuous 1st obtuse marginal (om) artery, resistance was met and it was not possible to push forward. Upon removal of the stent delivery system, it was noted that the stent struts were bent. The procedure was completed with another device. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed that two of the stent struts were raised on the third row from the proximal end. The stent had moved distally on the balloon. The stent struts were bent. Solidified blood was found inside the inflation lumen of the device, indicating that the device had been used inside the patient. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.